Event description:
Procedure: gastrectomy. Reportedly, while using the device, the duodenum perforated because the staple line opened up. The surgeon proceeded to convert the minimally invasive procedure to an open procedure and the duodenum needed to be sutured.